Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. There were no alarms present at the time the erroneous result was obtained. Instrument check data did not indicate an issue. It was determined the customer was not following the tube manufacturer's recommendation for sample centrifugation. This is a possible cause for this event.

Event description:
The customer received a questionable troponin I (tni) result on their cobas e411 rack analyzer. The patient's initial tni result was 3.1 ng/ml and was reported outside the laboratory. The patient was moved to the intensive care unit for observation. The patient had a new sample drawn and the tni result was <0.1 ng/ml. The original sample was re-tested and the result was <0.1 ng/ml. It is unknown if the patient was adversely affected by this event. The tni reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).